Manufacturer narrative:
Not avail.

Event description:
This spontaneous report (B)(4) from the united states of america was reported by a consumer (age and gender unspecified) who reported via web that a small pin unexpectedly fell out while regular use of spinbrush pro whitening medium. On an unspecified date, the consumer initiated use of the spinbrush pro whitening medium via the dental route. The consumer reported that the first one they used fell apart and it was very concerning. During regular use, the consumer noticed that a small pin unexpectedly fell out. The pin was so small it could have easily been swallowed if it did not fall out on the counter as the consumer was turning the toothbrush off. The consumer further reported that it had affected the stability of the toothbrush, and they were concerned about its durability and safety now. No additional information was available. The action taken with spinbrush pro whitening medium and the outcome of the event was not available.